Event description:
It was reported, that the pacemaker was explanted and replaced, due to "failure". Additional information from the rep indicated, that the device was explanted, due it being on the sam advisory, however there was no evidence of an issue on the device. The patient had a pause on the teleprint and had been admitted, due to syncopal episodes. The device was changed out. And the patient is still having the same issues, so it was thought, that the 13 year old lead was actually the issue. Device was returned for analysis. The lead remained in-service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).